Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent low blood glucose (bg) levels, one of which resulted in a call to paramedics and hospitalization and another of which resulted in emergency room intervention only. Exact bg values were not provided. Customer was treated with intravenous fluids of saline and insulin. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.